Event description:
Anchor broke during insertion. Some broken pieces were removed by using a grasper, some remained in the patient. The doctor stated that the patient was a man in his 60's, the bone of the patient was normal and he used the device following the IFU. Additional information confirmed back up anchor wasn't placed in same site. The site was prepped with 3.8 mm reusable tapered awl by screwing it to the razor mark.

Manufacturer narrative:
Only the delivery portion of the device was returned for evaluation. No anchor was provided. The inserter was missing one of the tines and the other one was bent down fully. According to the complaint description, a 3.8 mm awl was used for hole prep, which is suitable for general use per the IFU. For harder bone, a 3.5 mm spade tip drill is prescribed. There are no other complaints on file for this production lot. Based on the evidence provided and the isolated nature of the occurrence, no root cause related to the manufacture of the device can be established. (B)(4).